Event description:
Post operatively the patient returned with a recurrent hernia after sneezing.

Manufacturer narrative:
The lot number and device was not returned to atrium for evaluation. Therefore a root cause could not be determined due to lack of information.